Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connecta plus3 white was cracked. The following information was provided by the initial reporter: there was also a riskman on (B)(6) where a 3-way tap was noted to be cracked when connected to a max plus valve.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the four photos submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Bd was unable to perform a thorough investigation as lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that connecta plus3 white was cracked. The following information was provided by the initial reporter: there was also a riskman on may 28 where a 3-way tap was noted to be cracked when connected to a max plus valve.